Manufacturer narrative:
This supplemental report is being submitted to provide additional information. There was no repair history associated with the reported event. More than eight years have passed since the device was manufactured. It is possible that the device did not turn on because the power supply unit failed due to aging due to repeated use for a long period of time. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following: the reported phenomenon was reproduced. The device did not turn on due to a failure of the power unit. Corrosion and dirt was detected on the contact pins of the output socket. Dust had accumulated on the ventilation grills. The xenon lamp not specified by olympus was installed. The device may not have undergone regular maintenance as recommended by the manufacturer. The device was sold in december 2012 and has never been repaired, according to repair history. The cause of the power unit failure could not be determined. Dust inside the device and dirt and corrosion on the contact pins of the output socket can both have adversely affected the performance of the device. For devices, replacement of the pc board, xenon lamp, lamp socket, cell holder, converter, side clamp, binder upd, bind holder, scope socket repair unit, and mini clamp was recommended. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, when the user tried to connect the endoscope to the device, the device could not be turned on. The patient was not involved in the reported event and there was no report of patient injury.